Event description:
The event is reported as: the foley catheter could not be removed from a patient. A risk manager stated that they could not empty the balloon. Also stated that the nurses allegedly were using saline solution to fill the balloon, and the balloon was overfilled. The doctor tried to deflate the balloon, cutting the foley in order to eliminate the valve, which was unsuccessful. The patient had to undergo surgery in order to safely remove the foley catheter.

Manufacturer narrative:
The user facility could not confirm which foley the patient was using; they only stated it was 18fr. There were only two catalog numbers at the user facility warehouse: catalog #183405180 with lot number 09h01 and catalog# 183430180 with lot number 08d08. A follow-up report will be submitted upon completion of the investigation.